Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: na.

Event description:
The review of the session records revealed high pacing lead impedance and low sensing. Lead damage suspected. Pocket manipulation and x-rays were recommended. The lead remains implanted.